Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Battery depleted was found in pump event history log. The motor was activated and the device went into error 1871 and battery depleted. Actions were taken to mitigate the reported issue: replace motor and circuit board due to error 1871. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was alarming. No patient injury was reported.

Event description:
It was reported that the device was in use with patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The patient stated the device gave an error alarm with the message "error 1870". The patient continued the infusion using her backup pump. No adverse effects to patient reported.